Manufacturer narrative:
(B)(4). It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure for this pacemaker dependent patient, the device was programmed to vvir. The right ventricular (rv) lead noted no sensing, high threshold measurements and capture was not consistent. The left ventricular (lv) lead also had no sensing. When the rv lead was connected to the replacement device, and while preparing to connect the lv lead, the physician suspected asystole due to problems with capture on the rv lead. When the lv lead was removed from the pacing system analyzer, the rv lead was capturing consistently. The lv lead was then connected to the replacement device and a rv threshold test was performed. The rv capture was again not consistent. All other measurements were appropriate. Therefore, the physician elected to keep the replacement device, rv and lv leads implanted. Boston scientific technical services (ts) and engineering reviewed the data and concluded there was no indication the device is malfunctioning and it appears to be operating normally. No adverse patient effects were reported.